Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with user error.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported the patient had their scs ipg replaced on (B)(6) 2021 because the ipg was inoperable due to the patient not charging the ipg. Stimulation therapy was reportedly restored postoperatively.